Event description:
The pt received an uneventful prostatron treatment on 4/8/1997. On 8/4/1997, the pt was admitted to a hospital, because of pending urosepsis, as a result of chronic and acute bladder outlet obstruction. The pt was found to have a urethral stricture in the area of the external sphincter. Since the onset of the stricture, the pt has been dilated and catheterized on two occasions. The pt has remained continent, but continues to remain unable to void spontaneously.